Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 35.7 mmol/l (643 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient¿s bg levels went from 15 mmol/l (270 mg/dl) to 25 mmol/l (450 mg/dl) the night before. In the morning the patient administered a correction bolus using the pod to bring her bg levels down to 19 mmol/l (342 mg/dl). After eating breakfast the patient¿s bg levels rose up to 35.7 mmol/l (643 mg/dl). The patient then went to the emergency room (ER) and was treated with intravenous (IV) fluids, insulin, and gravol medication for nausea. A new pod was applied to administer insulin as well as a manual insulin injection of 12 units to treat the hyperglycemia.